Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No unexpected numbers ramping during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a keypad anomaly. The numbers were ramping out of control. After removing and inserting a new battery, the insulin pump alarmed battery out limit. The customer was unable to clear the alarm. The buttons were unresponsive. Customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.